Event description:
It was observed during the device inspection that subject device had the bundle separated from the bundle tip. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided the customer allegation failure leak was confirmed is likely due to the leak on cable tube. The most probable cause is likely stress or a random component failure without any design or manufacturing issue. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.